Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5103169) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cell carcinoma. There is no report of the medical intervention that the patient has received at this time. This event is assessed as not related to the device in this case. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer responded that the device was up for renewal, had been replaced, and no longer had the model that was defective. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This complaint has been reviewed and the following corrections have been made to reflect an " other serious or important medical events" in b(2). This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received a voluntary medwatch (mw5103169) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cell carcinoma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.